Event description:
It was reported that patient with this left ventricular (lv) lead experienced phrenic nerve stimulation (pns) and lv pacing was turned off. Patient has no problem when in supine position, but it occurred when walking. This lv lead remains in service. No adverse patient effects were reported.